Event description:
It was reported that an unspecified malfunction occurred. Date of event is an approximation. It was reported by social media and maude that a hospitalist said an unknown pediatric patient had diabetic complications because of dexcom communication issues. Patient and reporter details were not provided therefore no follow-up was possible. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Voluntary MDR/medwatch report number: mw5162270.